Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was white. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device's display was white. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface and system controller pcb assemblies. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface and system controller pcb assemblies and was unable to find any issues with these removed components. The cause of the reported issue could not be determined.